Event description:
Adverse event(s): "altered color perception" (altered color perception). Product problem(s) "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt experiencing altered color perception following intraocular lens (iol) implant surgery. In a f/u phone call, the surgeon reported at one week postoperatively, the pt stated her vision had a yellow tint. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/27/2010, 07/28/2010, 08/03/2010, 08/09/2010, and 08/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).